Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted; however, several of the device attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. A review of complaint history revealed no other complaints for this lot. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
Liner would not lock into tibial baseplate. Surgical time was extended 30-60 minutes.